Event description:
On (B)(6) 2010, the field service engineer responded to a problem regarding a repeating instrument alarm. He arrived at approximately 3:30 pm and performed adjustments. After repairs were completed, the operator asked if she should run qc and was told "yes" by the field service engineer. The laboratory staff failed to ensure that quality controls were run, as is their usual practice, before releasing patient results. A sample was tested for troponin t after this service visit. The initial troponin t result was <0.3 ng/l. This result was accompanied by a data flag notifying the user the result was outside of the measuring range of the assay. The laboratory stated they "did not note any warnings on the sample result when the sample was analyzed". The following day, (B)(6) 2010, the start up run on the analyzer failed. The customer noticed quality controls were low, a reaction tip was caught by the mixer, and noticed a tip in the troponin t reagent pack. Three probe tips had fallen into the reagent. The sound button for the alarm had been turned off. The customer assumed this was turned off by service. The reagent was discarded and quality controls were run and within specification. The user repeated the patient sample which recovered a troponin t result of 18 ng/l. The sample was sent to another lab "to cross check" the result. The result from the other lab was not provided. No adverse event has been alleged regarding discrepancies for this patient. Evaluation of the event determined after the 6 month maintenance procedure was performed, an insufficient bead bottle probe adjustment caused at least 2 tips to fall off the sample pipettor probe into the bead bottle. The tips in the bead bottle caused insufficient bead mixing and after several mixer cycles caused the paddle to be bent. Insufficient mixing significantly reduces the bead concentration pipetted to the reaction vessel. Experiments show that approx. 80% reduced bead volume caused reaction signals to be outside of the measuring range of the assay. No quality controls were performed after the service visit nor prior to measurement of the patient samples. The quality control measurement would have detected the insufficient instrument performance and respectively detect the tips in the bead bottle. The customer detected the problem after quality control measurement and receipt of a mixer alarm from the analyzer the next morning.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.